Event description:
It was reported that during a spine procedure conducted at the user facility, a 2-3 mm lateral shift in accuracy was experienced. While the case was completed successfully with the use of navigation, the surgeon also chose to confirm his screw placement with x-ray. The reported advised that there were no adverse consequences to the patient or procedural delays associated with the event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a spine procedure conducted at the user facility, a 2-3 mm lateral shift in accuracy was experienced. While the case was completed successfully with the use of navigation, the surgeon also chose to confirm his screw placement with x-ray. The reported advised that there were no adverse consequences to the patient or procedural delays associated with the event.